Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset, the patient was hospitalized for the event. On an unreported date the patient was treated with injection of amikacin 125 mg (route, frequency and duration not reported) and injection of fortum 500mg in each bag (duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.